Manufacturer narrative:
Results: there was no visible damage to the exterior of the pump. Conclusion: the complaint has been evaluated. The complaint indicated that the pump was not able to aspirate to full vacuum. Evaluation of the returned device revealed that upon powering on, the pump could not reach a vacuum pressure beyond -20 inch hg. The cause of this complaint cannot be determined. These devices are 100% functionally tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in a deep vein using a penumbra system aspiration pump max 110 (pump max). Before the procedure, the physician noticed that the pump max was unable to achieve a complete vacuum and it was not used. The procedure continued using a new pump max.

Manufacturer narrative:
Additional manufacturer narrative of the initial MFR. Report: "figure 1 is an image of the serial number for the pump that was evaluated." This sentence was inadvertently added; a figure was not attached to the report. Additional investigation from penumbra's supplier quality department revealed that the hose connection at the second t-fitting inside the pump housing was slightly loose, and an audible leak could be heard from this area when the pump was powered on. This explains the variable maximum vacuum pressure readings noted.